Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic rectal resection procedure, there were malformed staples. The operation continued as normal with extra testing of the end to end anastomosis. The rectal tissue was very thick. There was no pt consequence.